Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was cut in two at the slide clamp. This issue was identified after use when the nurse opened the slide clamp. The patient was not connected to the set. No additional information is available.

Manufacturer narrative:
Correction to d4: expiration date: incorrect expiration date listed. Remove expiration date as it is not applicable for this device. H10: the device was received for evaluation. A visual inspection was performed using the naked eye which revealed the tubing was cut by the slide clamp. Due to the nature of the reported problem no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.